Event description:
Philips healthcare customer service center rec'd a call from the customer stating that their s8-3t micro tee transducer needed to be replaced because of poor image quality.

Manufacturer narrative:
(B)(4).. Image quality degradation during clinical use of the s8-3t was reported under 21cfr 806 per (B)(4). Customers were informed about what actions to take in order to prevent risks for pts. The returned device was evaluated and confirmed to be associated with the issue identified in the recall. There have been no adverse events as a result of this issue.